Manufacturer narrative:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue.